Event description:
It was reported that a user experienced elevated blood glucose after a meal while using the ilet, expressed concern that basal insulin was not increasing, completed a system check with no signs of insulin leakage at the pump or infusion site, and restarted the device, after which glucose returned to range; education was provided that the ilet adjusts insulin dosing gradually to avoid overcorrection. Symptoms included hyperglycemia with a reported peak of 228 mg/dl lasting approximately 2 hours and 30 minutes. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included user interview, device use review, and troubleshooting with education. Investigation of this case revealed no device malfunction observed and glucose normalization after restart and ongoing use. It was concluded that the event was hyperglycemia with cause unclear and that the device operated as designed with user education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.